Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys locked up and collimator closed down during a case. The 9800 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.